Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.